Event description:
Customer reported the device overheats. (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Manufacturer narrative:
Additional narrative:during pre-repair assessment performed by technician, investigation revealed the device angle, motor, flex, coupling, cable and hose faulty. The device was replaced and sent to customer on 12/20/2012.